Manufacturer narrative:
(B)(4).

Event description:
It was reported that a recently implanted vns device had high impedance during follow-up diagnostics. The device was left off. Surgery was later performed on (B)(6) 2015 and the lead connector pin was re-inserted, which resolved the high impedance. No additional information has been received to-date.